Event description:
Boston scientific has become aware of the following event: the first imaging was performed without problem. But when the catheter was trapped around stent and pushed and pulled the catheter, the image disappeared. The lesion being treated was 90% stenosed in lcx.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental report.